Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed ¿abnormal energy delivery¿ when delivering defibrillation therapy into a defibrillation analyzer and the service indicator was illuminated. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent evaluated the customer¿s device and verified the reported issue. The service agent replaced the therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed ¿abnormal energy delivery¿ when delivering defibrillation therapy into a defibrillation analyzer and the service indicator was illuminated. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device displayed ¿abnormal energy delivery¿ when delivering defibrillation therapy into a defibrillation analyzer and the service indicator was illuminated. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).